Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger plug was damaged and could no longer connect to the ilet pump, and a replacement charger was shipped. Symptoms included no alerts or alarms and no reported impact to glucose. Outcomes included uninterrupted therapy and no clinical effects reported. Investigation included customer interview and logistical replacement of the affected accessory. Investigation of this case revealed a damaged external power/charging accessory that prevented charging but did not affect pump function or blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the charger accessory.